Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 6,000 units of heparin. A pre-procedure femoral angiogram revealed pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that on (B)(6) 2013 the patient required a transfusion of one unit of blood due to a drop in hemoglobin from 14.1 to 8.5 over a period of approximately 36 hours, secondary to an internal bleeding from the femoral access site.